Manufacturer narrative:
The device was reported as returning for investigation. Awaiting availability of device to complete the investigation. The second device, quantum 2 controller, used in the same procedure is reported under medwatch number 2951580-2010-00087.

Event description:
During a shoulder arthroscopy procedure using a super turbovac 90 with integrated cable arthrowand and quantum 2 controller, the pt sustained a second degree burn approx 4 cm in size. The burn was treated with silvederma cream. The physician reported the cause of the burn was due to high temperature water flow.